Event description:
Two scalpel cautery instruments were alleged to have arced. The following was alleged: "screws buring tissue in areas where it should not be cauterizing." The cautery instruments were removed from the pt and replaced with a third scalpel cautery instrument to continue the case to completion. No pt injury or adverse outcome was reported.

Event description:
Two scalpel cautery instruments were alleged to have arced. The following was alleged: "screws burning tissue in area where it should not be cauterizing." The cautery instruments were removed from the patient and replaced with a third scalpel cautery instrument to continue the case to completion. No patient injury or adverse outcome was reported.